Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, as of (B)(6) 2022, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacturer.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The physician did not believe the ion system caused or contributed to the pneumothorax. Per the physician, the pneumothorax would have likely occurred via another modality. The size of the lesion biopsied was 3.1 cm and was contiguous with the pleura. The lesion was located in the right middle lobe. The patient experienced shortness of breath and pain. A pneumothorax was identified via chest x-ray. The initial size of the pneumothorax was 3.5 cm and increased over time requiring a chest tube. The procedure was completed and ultimately, the patient was hospitalized and had surgery to remove the nodule. The patient was reported as stable and discharged home. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Although requested, patient demographics were not provided.